Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose and diabetic ketoacidosis the previous week with unknown blood glucose levels at the time of the incident. The customer was at 208 mg/dl at the time of the call. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer's health care professional noticed pump physical damage when they examined the pump. Troubleshooting was not completed for the high as the customer declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay, overlay scratched, cracked case, and cracked case-corner of belt clip rails. Device passed rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches however, device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin 1 trace on keypad assembly.